Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the keypad buttons are intermittently unresponsive and sticking, resulting in scrolling through the screens/menus. The patient noted that the issue first began about six months ago. The patient reportedly wears the pump on the outside of clothing and does not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were intermittently unresponsive and required multiple presses with increasing force to engage. The up and down arrow buttons would stick and caused hyper-responsiveness and scrolling. During investigation, evidence of contamination was found under all key contacts.